Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred for two weeks. The customer reported blood glucose (bg) levels above 300 (mg/dl). Injections were delivered and insulin resumed to address bg levels. Due to occlusions occurring in the past troubleshooting to determine the source of the occlusion could not be performed.